Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device syringe there was an issue with safety clip malfunction. It was stated ¿the safe clip will not clip more than 100 needles¿. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd safe-clip needle clipping & storage device syringe there was an issue with safety clip malfunction. It was stated ¿the safe clip will not clip more than 100 needles.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples/photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.